Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned for analysis. The complainant indicates the use of company cartridge, which is not qualified for use with associated intra ocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis, however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified cartridge. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, iol did not come out of the cartridge. It was also noticed that there was scratch on the iol. The procedure was completed on the same day. There was patient contact. No further information expected as reporter unwilling to provide additional information.